Manufacturer narrative:
Customer indicated that the barcode bars were currently parallel to the container. Siemens issued customer bulletin ((B)(4)) on (B)(4) 2015 which contains guidance for siemens' recommendations with barcode labels. It is recommended that customers use a check digit if possible and that the barcode bars are perpendicular to the axis of the container. A copy of this bulletin has been provided to the customer. Customer indicated that they are now using a 7.5mm barcode sticker and it has mitigated the issue.

Event description:
Customer reported that the barcode scanner was not properly capturing the barcode found on urine cup. Customer indicated that results did not go to wrong patient because mis-scan was caught. Customer indicated that there were two known instances: (B)(4) (both on dca tests) within past week. There was no report of injury due to this event.